Manufacturer narrative:
A2: dob - estimated dob. D6a serial number -unknown. H6: 4581: shallowing of the ac. Manufacture narrative: secondary surgical intervention to remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant shallowing of the ac. The lens was later exchanged for a shorter length lens, and the problem was resolved.